Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office follow-up, battery consumption and remaining capacity indicators appeared to be malfunctioning based on duration of implant. Additionally, the physician reported telemetry anomalies and elected to explant and replace this unit as the patient was pacer dependent. No resulting adverse effects and the explanted device is not intended to be returned for analysis; however a basic data analysis was performed. This analysis illustrated thousands of mode switches, which could have resulted in invalid battery charge time measurements displayed during an interrogation. A complete memory download was not obtained to specifically determine root cause.